Event description:
Arthroscopic cuff repair, surgeon was using the scopion to pass a medial row of anchors when the scorpion tip broke off on the the 4th stitch. The instrument seemed to jam several times on the first 3 stiches. X-ray was performed, no metal in cuff or joint. Surgeon opened cuff to explore and complete repair. Piece not found, and follow up indicates surgeon is confident that piece is not in patient surgery was delayed over 30 minutes.